Event description:
The customer reported that the companion 2 driver exhibited an "internal battery error" alarm while supporting a patient. The patient was switched to a backup companion 2 driver without adverse impact. This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing it's life-sustaining functions. In addition to the internal "emergency" battery, companion 2 drivers have redundant sources of power of external batteries and wall power. Syncardia has requested that the companion 2 driver be returned for evaluation. The results of the investigation will be provided in a supplemental MDR.